Event description:
(B)(4). I have had issues with it since it was placed in (B)(6) 2013. I have had issues with extreme headaches, hair loss, abdominal pain, lower back pain, muscle spasm, loss of sleep, and I had to have emergency gallbladder surgery on (B)(6) 2014 because my gallbladder was filled with slush and inflamed so they had to take it out.